Manufacturer narrative:
See updated initial reporter information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving unknown baclofen 2000 mcg/ml for a total dose of 743 mcg/day via an implantable infusion pump. It was reported since (B)(6) 2020 the patient's pump has been stalled. It was stated that the patient has many hyperbaric issues. The hcp stated they were expecting 4ml and were planning on rechecking the logs and checking the volume. The hcp stated they will call back to confirm what they find from re-interrogating the pump and checking the volume. Troubleshooting was unable to be performed. It was noted that the patient did not have a magnetic resonance imaging (MRI) but had hyperbaric. It was noted that it was not less than two hours since the patient exited the MRI. No symptoms were reported. The event date was (B)(6) 2020. Additional information received from the hcp stated the patient did have a MRI and that the patient could not remember if it was early november or sometime in october. The hcp indicated they would not be surprised if the MRI was the date of the stall ((B)(6) 2020), but since the MRI was done outside of clinic they would have to request records to confirm it indefinitely. The hcp was confident the patient likely had the MRI on (B)(6) 2020. It was stated that after the first interrogate post MRI, with that being today ((B)(6) 2021, the pump did recover today at 9:43 am. The hcp also confirmed that the pump was not alarming until they interrogated the pump for the first time post-MRI. It was reviewed with the hcp that this is expected for the alarms to be suspected while in active telemetry mode, then resumed once the pump is initially interrogated post-MRI. Literature regarding telemetry mode was offered to the hcp, but the hcp stated they do not need them and agreed the pump was in telemetry mode. No further information was reported. No further complications were reported/anticipated.